Event description:
Clinical study: same case of mfg. # 6000089-2006-00434, 6000089-2006-00438. It was reported that 21 months after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). Lesion 1 was a 2.5mm, 70% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. Lesion 2 was a 2.75mm, 90% stenosed portion of the mid right coronary artery. The physician treated the lesion with predilatation and successful placement of two taxus express2 8.8% (2.50x24mm, 2.75x20mm) drug eluting stents in the target lesion with an unknown overlpap. There was no complications. The pt was discharged the next day on plavix and aspirin. 24 months after the initial procedure the pt required a tvr. The pysician successfully placed a johnson & johnson cypher stent in the mid rca. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was focal in-stent restenosis.